Event description:
It was reported that the deep brain stimulation patient was scheduled to have an MRI for a brain scan, however, it was found that the patient was admitted to the ICU for an unknown reason. No further information has been obtained despite good faith efforts.